Manufacturer narrative:
This report is filed on january 24, 2017.

Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to extrusion of the electrode lead through the posterior wall of external auditory canal. The patient was reimplanted with another cochlear device during the same surgery.